Event description:
According to the reporter: some staples are malformation after firing. There is no leakage or bleeding due to poor staple formation. However, additional tissue was resected to fix the poor staple line. A hartmann procedure was performed due to concerns of postoperative leakage.

Manufacturer narrative:
Initial report sent to FDA on 08/14/2008.